Event description:
Patient undergoing caesarian section and hysterectomy when noted 2 x 2 cm burn on the patient's abdomen likely caused by the bovie. Facility's clinical engineering department believes there was a defect in cord of the bovie which likely caused a short.